Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with a low of 60 mg/dl after announcing multiple meals in close succession when only one meal was consumed, followed by a prolonged period of hyperglycemia and subsequent insulin stacking while using the ilet bionic pancreas. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral glucagon and no need for professional medical intervention. Investigation included user interview, review of device-reported glucose and meal announcement history, and technical review of system performance data. Investigation of this case revealed insulin stacking due to multiple meal announcements used as correction, inconsistent with intended use, leading to late-onset hypoglycemia after prior hyperglycemia. It was concluded that the device functioned as designed and that user technique and therapy management contributed to the event, and education was provided to allow automated corrections and announce only meals actually consumed.